Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed alarm pump 3 uses too much power (e21) during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. Upon opening and checking, the motor in patient circuit-2 is not working. When connected to the distributor pcb board, the alarm is again displayed and when the the pcb board is disconnected the alarm does not appear. Tecnician concluded that the motor is faulty need to replace motor. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11 livanova field service engineer fixed the issue replacing patient pump 2. All functional tests have been positively passed and the unit was put back into service. Based on machine history review, it can be highlighted that device was installed since 2017 and no other similar event occurred. Therefore, the most likely root cause of the reported errors is reasonably assigned to a defective motorelectronic inside the motor of the replaced pump. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.